Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The forceps channel port had corrosion. Due to wear of the angle wire, the bending angle in down/left/right direction did not meet the standard value. Due to a pinhole on the connecting tube, water tightness was lost. Adhesive on bending section cover was detached. The light guide bundle had breakage and the adhesive around the light guide lens had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the forceps elevator on the duodenovideoscope did not raise/fall smoothly (skipping). No patient harm reported. The user had followed the process for reprocessing the scope. During the evaluation of the device, it was noted yellow dirt/rust was in the forceps elevator due to incorrect or insufficient reprocessing. This report is to capture the reportable malfunctions of the yellow dirt/rust in the forceps elevator due to incorrect or insufficient reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the user reprocessing differed from the instructions for use (IFU) recommendation in brushing process for the forceps elevator or, the elevator was inadequately brushed since the elevator did not move smoothly. A definitive root cause cannot be identified. Instructions for use (reprocessing manual) says about an infection-control risk caused by insufficient reprocessed device at chapter 1 general policy as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ IFU (reprocessing manual) details the reprocessing method around the forceps elevator at ¿manual cleaning:brush the forceps elevator¿. Foreign material at the forceps elevator is detectable since IFU (operation manual) says to inspect it prior to use at ¿inspection of the endoscope¿. IFU says the user to reprocess device before sending it for repair at ¿5.2 returning the endoscope for repair¿ as below: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported by the customer, rust was found on the forceps elevator on the duodenovideoscope. The issue was found during maintenance. No procedure or patient involvement. The user had followed the process for reprocessing the scope. During the evaluation of the device, it was noted yellow dirt was in the forceps elevator due to incorrect or insufficient reprocessing. This report is to capture the reportable malfunctions of the yellow dirt in the forceps elevator due to incorrect or insufficient reprocessing noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.